Manufacturer narrative:
Exemption number: e2014018. During a rectal prolapse surgery the patient was burned by the caiman instrument. Temporary damage that will heal fully and will most likely not negatively influence the patient in the future. Except the cut off the cord and strong blood soiling the instrument exhibits no damages. A visual inspection of the complained instrument. Except the blood soiling we found no damages or abnormities. The clamping and the cutting function worked well. Because of the cut off cord, a sealing test is not possible. The root cause for the problem is most probably usage related.

Event description:
It was reported by the healthcare professional to the company sales representative "informed of a faulty caiman, it burnt the patient."